Event description:
During a review of the patient's diagnostic history from the manufacturer's in-house database, it was noticed that the generator had a low output current diagnostic test result with ok lead impedance during a systems diagnostics test.